Event description:
It was reported the pump head was not working, or working intermittently. There were no errors. The pump was replaced and the device is working fine. There was no precise moment the issue was noticed, the pump just became less and less effective overtime, eventually to the point that the user had to hold the top section of the pump for the pump to work. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Updated fields: g3, h2, h4, h6, and h10. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the pump head was not working, or working intermittently. There were no errors. The pump was replaced and the device is working fine. There was no precise moment the issue was noticed, the pump just became less and less effective overtime, eventually to the point that the user had to hold the top section of the pump for the pump to work. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer was asked if the pump head was replaced every year. The customer did not know the pump head was on yearly replacement. The customer was provided the part and list price, however, declined initiating a return material authorization would call back to order the part. The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.